Manufacturer narrative:
Additional information received: films were received. Films reviewed. The films appear to confirm the reported event. It appears the stent was deployed proximal to the target lesion as reported. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received indicated that the event date was (B)(6) 2015. The target was the common iliac artery. The target lesion was reported to be tortuous. A non-cordis cross-over sheath was used for the procedure. There was no reported product issue with the sheath used. The balloon could only inflate up to three (3) mm. Under high pressure (eight atmospheres/8 atm.). There was no contrast leakage reported. The stent was implanted close to the intended target lesion. It was not known if there was any attempt to retrieve or snare the dislodged stent. Another stent was used to successfully treat the intended target lesion. Films are available. During implantation of a long palmaz genesis 59 x 70mm stent mounted on an 80 cm. Opta pro balloon catheter/stent delivery system (sds), the balloon did not inflate correctly and therefore stent placement was not possible. The physician attempted to remove the sds but could not retract the system through the sheath. The physician then used the sheath to push the stent from the sds. The stent was then expanded using another balloon catheter but the stent was not placed at the intended target lesion. There was no reported patient injury. There was no resistance observed during manipulation of the sds. There were no anomalies noticed during preparation of the device. The product was stored and prepared according to labeling instructions. The sds has been discarded by the customer. Additional information received indicated that the event date was 6/4/2015. The target was the common iliac artery. The target lesion was reported to be tortuous. A non-cordis cross-over sheath was used for the procedure. There was no reported product issue with the sheath used. The balloon could only inflate up to three (3) mm. Under high pressure (eight atmospheres/8 atm.). There was no contrast leakage reported. The stent was implanted close to the intended target lesion. It was not known if there was any attempt to retrieve or snare the dislodged stent. Another stent was used to successfully treat the intended target lesion. The product was not returned for analysis. A device history record (DHR) review of lot 16001893 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-inaccurate placement¿ and ¿balloon-inflation difficulty¿ and ¿stent delivery system (sds)-withdrawal difficulty-through guide/sheath (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of tortuosity may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Event description:
As reported, during implantation of a long palmaz genesis 59 x 70 stent mounted on an 80 cm. Opta pro balloon catheter/stent delivery system (sds), the balloon did not inflate correctly and therefore stent placement was not possible. The physician attempted to remove the sds but could not retract the system through the sheath. The physician then used the sheath to push the stent from the sds. The stent was then expanded using another balloon catheter but the stent was not placed at the intended target lesion. There was no resistance observed during manipulation of the sds. There were no anomalies noticed during preparation of the device. The product was stored and prepared according to labeling instructions. The sds has been discarded by the customer. There was no reported patient injury. Additional information has been requested.

Manufacturer narrative:
Addendum: please note that the event date provided was unknown and that the alert date is being used for the event date. (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.